Manufacturer narrative:
Product analysis: the stent was not returned with the delivery system. The distal tip of the device was slightly damaged and stubbed. There were crimp impressions visible along the working length of the balloon. There was evidence that some balloon folds had slightly opened. No other damage to delivery system was noted. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor resolute (rx) drug eluting stent to treat a slightly tortuous and calcified mid rca lesion. The device was inspected with no issues noted. Pre-dilatation was not performed. It was reported that during the procedure the stent dislodged when advancing the device. Resistance was noted advancing the device to the lesion however excessive force was not applied. The stent remains in the patient. Physician determined that it will not impact the patient, so the stent doesn't need to be removed by surgery. Procedure was completed with another stent of the same model. Physician commented that the reason for the event was that the stent loosened and that it was related to the product. No patient injury reported as a result of the event. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.